Event description:
It was reported to boston scientific corporation that a clip was used during a procedure. The exact procedure date was unknown. During the procedure, the clip prematurely deploys before it has even been possible to handle. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a150103 captures the reportable event of clip prematurely deployed.